Event description:
Customer reported at 12:08, device = 58 mg/dl and at 12:15 = 53 mg/dl. At 12:26, lab = 118 mg/dl. No treatment was given. Controls were in range. A request was made for return product, however was declined.